Event description:
When the 5 french outer cannula of the microintroducer was removed, the hub of the microintroducer separated from the shaft. When physician looked down he saw a small piece of the body of the microintroducer sticking out over the wire.====================== health professional's impression======================the hub of the microintroducer separated from the shaft.